Event description:
Customer called to report no audio/beep anomaly. Customer states pump's beep function doesn't work under any circumstances, even during self-test.

Manufacturer narrative:
Unit did not have any audio tone due to bent transducer springs.